Event description:
It was reported that when the right ventricular [rv] lead was tested prior to implant, it took more than twenty turns for the helix to deploy. The physician requested and implanted a different rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The turns to extend/retract the helix exceeds the specification. The helix/lobe was distorted/bent.